Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the device. After testing each component, it was noted there was no issue with the implant. It was observed that the placement of the pump and reservoir was incorrect. The physician moved the pump and implanted a new reservoir on the right side. There were no patient complications reported.